Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 9792.99 miu/ml, repeat = 3.74 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer performed troubleshooting and found a crystal residue on the pipetting opening on the instrument. The customer cleaned the pipetting opening. No definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no subsequent issues related to false positive b-hcg results. A review of tracking and trending of the architect did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect processing module for serial (B)(6) was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 9792.99 miu/ml, repeat = 3.74 miu/ml. No impact to patient management was reported.